Event description:
It was reported that during a cartridge supply change the ilet displayed a ¿press and hold¿ screen and did not allow the user to select ¿yes¿ when prompted to confirm insulin drops, and despite instructions to continue pressing the button to move the piston to the empty position, the device remained on the same screen without completing piston movement; the issue was associated with the touchscreen and user interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related mechanical resistance was identified as a problem, with the device component implicated being the touchscreen and the reported device problem characterized in the records as fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.